Manufacturer narrative:
Examination was not possible, as the device was not returned. A complaint database search finds no other incidents against the provided product and lot code since its release for distribution. Although unavailable for eval, it would not be unreasonable to expect some degree of poly material wear after approx 9.5 years of implantation. The investigation could not verify or identify any evidence of product error with regard to the reported event. Based on the investigation, the need for corrective action is not indicated.

Event description:
The pt was revised because of poly wear.